Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Using a right femoral approach, the 100% stenosed lesion was located in a moderately tortuous left superficial femoral artery. The lesion was pre-dilated with a sterling es 1.5mm balloon catheter and a non bsc stent was implanted. The 2.5mm x 20mm x 144cm sterling es balloon catheter was being used for post-dilatation when the balloon ruptured at 10atms upon first inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.